Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked shaft was not confirmed; however, a shaft separation was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the technician was pulling the xience xpedition stent delivery system (sds) hoop out of the bag when the hub caught on the bag and bent the catheter where the shaft meets the hub. There was no patient involvement. The physician preferred to not use this device. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided. Subsequent returned device evaluation found that the sds shaft was separated. Reportedly, the staff did not know that the shaft had separated.